Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence/urgency frequency; the trial started (B)(6)2020-. They reported that they felt like one of the wires came out or moved as they had only seen a slight improvement and were voiding so much. The patient was advised to contact their healthcare professional.